Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up after receiving a patient notification. The device exhibited far r-wave oversensing, which resulted in inappropriate auto mode switch episodes. The device was reprogrammed to address the issue. The patient remained asymptomatic and will continue to be monitored.